Event description:
The ge service rep found that a c-rotation brake lever was missing. No pt was involved.

Manufacturer narrative:
The ge service rep replaced the rotation c brake handle. The system is operating as intended.